Event description:
Patient called 24hr abbott heartmate 3 lvad line to report an internal battery fault alarm on his controller which resulted in an internal battery exchange (thoratec heartmate 3 11-volt li-ion backup battery). Patient met on call vad coordinator at the hospital to get the internal battery exchanged and controller clock updated. Clinical monitor showed 21 months of battery life left. Patient had the same issue occur before.